Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The alleged issue began about 4 months prior to contacting lfs. One evening, the patient reported blood glucose results of "440 mg/dl" with the subject meter and "125 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with "fast acting" insulin (4 units) and "slow acting" insulin (30 units). The patient's usual or expected blood glucose reads around "100-120 mg/dl." Based on the alleged high result, the patient administered self an increased dose of insulin (type/ amount not specified). Later during the night, the patient claims he felt low blood glucose symptoms of shaky and sweaty. The patient ate ice cream as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.